Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 10-may-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Event description:
Halyard received a single report that referenced two different incidents, which were associated with separate units, involving a single patient. This is the first of two reports. Refer to 8030647-2018-00275 for the second report. It was reported that there was a loose connection between the suction catheter, the hme, and/or the heated wire circuit. There was no patient injury reported.

Manufacturer narrative:
Halyard health received one sample that was not returned with the original pouch packaging. The returned double swivel elbow (dse) was not returned with a flex connector however, it was returned with a hme component attached to the male insert of the suction catheter. There were no visible damages to the manifold, male insert, or to the hme component. The smaller end of the hme was attached to the male insert of the dse. The sample was evaluated and the reported failure was confirmed. The root cause is attributed to a manufacturing deficiency. A field action was initiated on (B)(6) 2018 (product advisory notice was sent to all potentially impacted customers). All information reasonably known as of 12-jul-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.